Event description:
Plunger came out of syringe.

Manufacturer narrative:
It was reported that the plunger came out of the syringe. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.